Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -9.0/+1.0/055 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. The surgeon reports excessive vault. The lens remains implanted.

Manufacturer narrative:
Previously stated the lens remains implanted. Updated information: on (B)(6) 2018 the lens was exchanged with a shorter lens. The problem is resolved. The cause of the event is reported as user error. "After exchange all is fine/patient is happy." (B)(4).